Manufacturer narrative:
Correction: annex c: c02. Additional information: annex a: a1801, a13, annex c: c0201, c23, c07, annex g: g02017, g02013.

Event description:
It was reported that the device had error code 571.6241. There was no patient involvement. A copy of the medwatch report from FDA was received, which states, ¿13 alaris 8300 etco2 devices have had the same failure with error code 571.6241.the devices serial numbers experiencing this issue are - [13 serial numbers redacted] 1st unit: (experienced issue second time after being repaired by vendor), 2nd unit: (experienced issue second time after being repaired by vendor), 3rd unit: (repaired - currently being investigated by bd)."

Event description:
It was reported that the device had error code 571.6241. There was no patient involvement. A copy of the medwatch report from FDA was received, which states, ¿13 alaris 8300 etco2 devices have had the same failure with error code 571.6241.the devices serial numbers experiencing this issue are - [13 serial numbers redacted] 1st unit: (experienced issue second time after being repaired by vendor), 2nd unit: (experienced issue second time after being repaired by vendor), 3rd unit: (repaired - currently being investigated by bd)."

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative

Event description:
It was reported that the device had error code 571.6241. There was no patient involvement.